Event description:
As reported, lead was inactivated because the capture threshold had increased up to 6.25 v. A new lead was implanted without any problems and with good measurements (impedance: 480 ohms, capture threshold: 0.5 v). Patient is in stable clinical condition.